Manufacturer narrative:
A logfile review for the whole day was performed. The logfile review shows during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. All treatments were performed successfully on that day. No relevant deviation between planned and performed energy was detectable for the treatments. No abnormalities or technical root cause could be identified. All laser system functions were within specifications during treatments on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an irregular stromal bed of the left eye following lasik flap creation. The excimer treatment was completed with irregularity towards the periphery. Additional information requested.